Event description:
Reportedly, after squeezing the handles and releasing there was bleeding present from the staple line. Some staples did not appear to be properly formed. The bleeding was controlled using manual sutures.